Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pumps that won't pass the infusion. Just to let you all know we had a pump just turn itself on and go to the new infusion. We have also in the last 2 weeks had 4 instances that I'm aware of where the tubing was in the pumps the tear drops are showing the infusion is running but when the nurse goes back an hour later no fluid has infused. The pumps say the volume has infused but the bag remains full. One of the ones I witnessed today I pulled the tubing out of the pump and opened it to gravity and put it back in the pump with the clamp open and when we restarted the infusion it started to drip from the bag. If the tubing isn't opening it should alert us to an occlusion shouldn't it. The nurses are starting to get frustrated and the patients involved are furious since in all the cases they had to stay an extra hour. Pump treatment information: unknown. Type of drug: unknown. Was there a prime performed: no. Three attempts have been made to gather additional information but no response from the customer."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pumps that won't pass the infusion. Just to let you all know we had a pump just turn itself on and go to the new infusion. We have also in the last 2 weeks had 4 instances that I'm aware of where the tubing was in the pumps the tear drops are showing the infusion is running but when the nurse goes back an hour later no fluid has infused. The pumps say the volume has infused but the bag remains full. One of the ones I witnessed today I pulled the tubing out of the pump and opened it to gravity and put it back in the pump with the clamp open and when we restarted the infusion it started to drip from the bag. If the tubing isn't opening it should alert us to an occlusion shouldn't it. The nurses are starting to get frustrated and the patients involved are furious since in all the cases they had to stay an extra hour. Pump treatment information: unknown. Type of drug: unknown. Was there a prime performed: no. Three attempts have been made to gather additional information but no response from the customer."